Manufacturer narrative:
Investigation summary: this complaint is for high mic imipenem (ipm) and meropenem (mem) when using phoenix panel nmic-311 (catalog number 449452) batch number unknown. The customer did not provide phoenix generated lab reports, isolates or panel returns for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd panel phoenix nmic-311an unspecified number of the enterobacterales species have high mics for the drugs ertapenem and meropenem for patient isolates. No health impact or consequence reported.

Event description:
It was reported while using the bd panel phoenix nmic-311an unspecified number of the enterobacterales species have high mics for the drugs ertapenem and meropenem for patient isolates. No health impact or consequence reported.

Manufacturer narrative:
Unknown lot number: d4: medical device expiration date: unknown. H4: device manufacture date: unknown. G5. PMA/510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k123404, k132674, k132909, k151320, k173252, k190905, k163637, k173523, k033458, and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.